Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that stimulation was in an undesired location, it was not hitting the right spot for the past two weeks. The patient stated she had an appointment scheduled with the manufacturer representative for (B)(6) 2017. The change in therapy or symptoms was considered sudden. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.